Event description:
The pt is a 45 yr old woman who initally had bilateral breast augmentation in 6/82, using a double lumen implant, 220cc. The pt began having left breast pain in 3/92. This breast pain has continued. In addition, the pt also had fibromyalgia-like & chronic fatigue syndrome. In addtion, the pt has a history of depression & depression has gotten worse since implantation. Because of contracture, tenderness & systemic symptoms, it is medically necessary to remove these implants. Total capsulectomy is medically necessary because the capsule often contains silicone which the pt may be reacting to.